Event description:
Boston scientific received information that an out-of-range (oor) impedance measurement was observed on this pacemaker and the competitor's right atrial (ra) lead. Additionally, the health care professional (hcp) inquired about the battery gauge in relation to the one year remaining message. Boston scientific's technical services (ts) reviewed the battery gauge and determined that there was no issues other than the oor ra measurement. No intervention was undertaken and the pacemaker and competitor ra lead remained in-service. No adverse patient effects were reported. After placing the call to ts, the hcp observed that the oor impedance (greater than 3000 ohms) had been identified back in 2012. No interventions had been performed or planned. This device was implanted in (B)(6) 2013 despite the known impedance issue. At that time the physician did not elect to replace the competitor's ra lead because of adequate sensing and the patient's age. Boston scientific received information that eight days following the call to ts in (B)(6) 2014, the patient died of non-device or lead related issues. There were no allegations that the use of the device and competitor ra lead caused or contributed to the patient's death.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.